Manufacturer narrative:
Analysis on the returned battery charger pcba 1 failed visual/physical examination due to leaking capacitors. Analysis on the returned battery charger pcba 2 resulted in an electrical failure being found through functional testing and visual/ physical examination. Analysis states that it failed bench and functional testing. Charger a output failed and no voltage was present at output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery and the charger board voltage on tray one was below specification. The representative replaced the undercharged batteries on tray one and both charger boards. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. Devices were returned to medtronic, but has yet to be evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-ray batteries were depleted. They are able to drive and the motion batteries appears to be charged, but the -rays don't. It was mentioned that the unit was charged overnight. There was no patient present when this issue was identified.